Event description:
"Secondary IV fluid not infusing even though rate shows in the secondary position". "During pt use, the device while on secondary mode did not visibly infuse medication even though the display showed it was infusing." No specific programming parameters were provided. The device was removed from clinical service. Therapy was resumed using a replacement device.there were no reported adverse pt effects.